Manufacturer narrative:
The device was received by depuy synthes power tools. Reliability engineering evaluated the device, and the reported problem was confirmed; one of the pins was missing from the attachment. The mating hole was examined under magnification by reliability engineering, and there were markings observed around the hole that indicated the attachment may have been tampered with at the user site. The other pin was present and properly secured. If additional info becomes available a supplemental report will be submitted.

Event description:
Report received from (B)(6) stating that the device had "missing pins". The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no additional info provided.